Event description:
It was reported that the device was explanted after an implant duration of 56 months due to calcification. Reportedly, the pt is a diabetic. It was reported that the device is being returned for eval.

Manufacturer narrative:
Device not returned.